Manufacturer narrative:
The product was not available for return so we were unable to investigate further for the root cause. Review of the DHR shows product was properly made and met all release requirements. The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. No corrective action required.

Manufacturer narrative:
The sterilization and lot history records were reviewed and found to be acceptable. This investigation is ongoing.

Event description:
The user facility reported the vitrectomy cutter would not cut. The product was disposed of. There was patient contact, but the patient was not injured. The incision was not enlarged, no suture was required; however, the aspiration continued when the cutter stopped cutting.